Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) had a slight bend on its distal shaft. Conclusions: evaluation of the returned lantern revealed a slight bend on its distal shaft. This damage is likely a result of forceful manipulation while navigating patient anatomy. During functional analysis, a demonstration coil was able to be advanced through the returned device without issue. The slight bend on the returned device may be evidence of a temporary ovalization that could have caused the difficulty advancing the subject coil. Evaluation of the returned pc400 revealed a detached embolization coil, the pet lock was intact, and the pull wire was present inside the ddt. If the embolization coil is retracted against resistance, the pusher assembly may elongate enough so that the pull wire will retract from the ddt effectively detaching the coil. The resistance may have been a result of the coil becoming pinned inside a temporary ovalization of the lantern. No other devices associated with this complaint were returned for evaluation. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00638, 3005168196-2018-00640.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed two pc400s using the lantern. The physician then felt resistance while advancing another pc400 through the lantern, and therefore attempted to retract the pc400. The pc400 unintentionally detached while being retracted, and the physician therefore removed the lantern with the pc400 inside. The same lantern was then re-advanced, and the physician attempted to place another pc400 through it. The physician again felt resistance advancing, but was able to place and detach the pc400 in the target location. The lantern was then removed, and the procedure was completed using a new microcatheter, ten additional pc400s, and additional coils. There was no report of an adverse effect to the patient.